Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation of the pulse wire was open between the distribution node (dn) and ECG b. The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable section. Correction action: none currently assigned. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a therapy electrode recognition test. The last patient to use this electrode belt did not report any deficiencies.